Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. The device was reprogrammed to remove the proximal shocking coil out of the shocking configuration. No further actions were planned per the physician, and the patient would be enrolled in the remote monitoring system. No adverse patient effects were reported. The lead remains in service.